Event description:
Information rec'd indicated that the hilow head section drifts down.

Manufacturer narrative:
Technician found that the hilow head section slowly drifts down because the valve was stuck. Replaced the trend valve to resolve this issue.